Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a traverse coarse error, will not occlude. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. The plunger tamper seal was intact. The bottom case tamper seal was broken. Visual inspection noted a cracked left top case corner and battery door. "Travel coarse error check clutch/plunger lever" was found in the error history log (ehl). The error was replicated when the "travel coarse error check clutch plunger lever" error was found during an occlusion test. The root cause of the issue was determined to be caused by a combination of the lead screw, both clutch halves and the motor assembly were found worn and dirty due to abnormal wear and customer use. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced the lead screw, both clutch halves and the motor assembly. Replaced top case, battery door, clutch spring, worm coupling and worn gear. This device was cleaned, calibrated and performed preventative maintenance (pm). Device passed all functional tests after the completed repairs.